Event description:
Reflez 5 mm clip applied during lap chole with ioc. Post op bleed bleeding with decreased bp, received 2 l lr, seen by surgeon and needed to return to operating room. Apparently, #5 clip plastic did not hold and there was an arterial bleed. Dates of use: (B)(6) 2011. Reflex 5 mm clips used on pt (B)(6) 2011 and clip failed causing arterial bleed and return to surgery to stop bleed.